Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation ¿image out of focus and the screen eventually went black.¿ was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus marketing personnel reported on behalf of the customer that the hd autoclavable camera head had an out of focus/blurry image and the screen eventually went black. The issue was found during an unknown therapeutic procedure. The intended procedure was completed with another similar device. There were no reported delays or patient sedation. There were no reports of patient or user harm associated with this event.